Event description:
It was reported the customer had a motor error alarm while rewinding their insulin pump. The customer's blood glucose at the time of the alarm was 300 mg/dl. Customer had treated their blood glucose with the insulin pump. Customer also reported blood at site. It was found their site was not actively bleeding and did not show signs of infection. The customer's sensor will be replaced. Customer's blood glucose was 106 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.